Event description:
During an endoscopic repair of a left torn rotator cuff, the surgeon was using a #11 bd scalpel blade with his left hand. The blade fractured into three pieces. The tip of the blade could not be recovered from the shoulder despite conversion to an open procedure, the assistance of another orthopedic surgeon, and numerous imaging studies over a six hour period. A cat scan performed the day following the procedure demonstrated a 8mm by 1mm metal foreign body lying near the anterior inferior glenoid process.